Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 29 in the mouth, primary stability was not achieved in type iii bone. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 29 in the mouth, primary stability was not achieved in type iii bone. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the implant was placed in ada site 29 in the mouth, primary stability was not achieved in type iii bone. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).